Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet and cgm, the user experienced persistent hyperglycemia with readings up to 400 and a high glucose alert, which improved only after multiple supply changes; the infusion site was placed on the lateral abdomen and no bent cannulas or bleeding were observed, and replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.